Event description:
It was reported that the patient went into ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) withheld inappropriately causing the patient to pass out. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead implanted: (B)(6) 2007 419688 lead implanted: (B)(6) 2011. (B)(4).